Event description:
Facility reported on behalf of their affiliate in (B)(6) that the compact air drive ii would not run and the control button is jammed. Device got damaged during unknown (trigen) nail insertion procedure for a femur fracture. Hand piece got struck during the drilling. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer's complaint of the compact air drive (lot #22224) could not run and the trigger was jammed was confirmed. The root cause of the complaint was most likely due to worn components, worn bearings and deterioration from normal wear. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.